Event description:
It was reported that during a follow-up, low sensing and high capture threshold were observed. X-ray revealed lead dislodgement, consistent with twiddler syndrome. The lead was explanted and replaced, when attemptedrepositioning was unsuccessful.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Manufacturer narrative:
As received the lead was twisted, consistent with twiddler's syndrome. Analysis was normal. No anomaly was found.